Event description:
Caller reported a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for a complete pump reset and guided the caller through the process, resulting in the successful initiation of a sensor session without further error codes.